Event description:
It was reported that a user experienced hyperglycemia while using the ilet after changing supplies, with a reported capillary blood glucose of 228 mg/dl and a higher concurrent cgm value on libre 3 plus, and there was a 30¿40 minute period when the system was not connected during the change; breakfast had been announced prior to the supply change. Symptoms included no reported clinical symptoms. Outcomes included elevated blood glucose without medical intervention or hospitalization. Investigation included phone-based troubleshooting and education, including allowing additional time for the sensor to stabilize and advising the user to contact the cgm manufacturer or customer care if discrepancies persisted. Investigation of this case revealed no device alerts and no confirmed ilet malfunction, with the event plausibly influenced by sensor inaccuracy, recent supply change, and a temporary disconnect. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.